Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. (B)(4) devices were received for evaluation. (B)(4) events were duplicated during testing. (B)(4) events were not duplicated; however, (B)(4) devices were found to be outside of specifications. (B)(4) device was found to be within specifications for the reported event. (B)(4) devices were found to have internal corrosion. (B)(4) devices were found to have a breakdown in lubrication. (B)(4) device was not available to stryker for evaluation. (B)(4) devices are available for evaluation but have not yet been evaluated. This device is not repairable and was not returned to the user facility. There were no remedial actions taken on these devices. These devices are not labeled for single-use.

Event description:
This report summarizes <noe> 18 </noe> malfunction events in which the device overheated. Sixteen reported events had no patient involvement; no patient impact. Two reported events had patient involvement with no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 3 devices were received for evaluation. 2 events were duplicated during testing. 1 event was not duplicated; however, the device was found to be outside of specifications. 2 devices were found to have internal corrosion. 1 device was found to be affected by debris. This device is not repairable and was not returned to the user facility. There were no remedial actions taken on these devices. These devices are not labeled for single-use.

Event description:
This report summarizes 18 malfunction events in which the device overheated. 16 reported events had no patient involvement; no patient impact. 2 reported events had patient involvement with no patient impact.